Manufacturer narrative:
S/w version: unknown retainer ring: black p-cap / reservoir locks properly into place. Pump received with a constant blank flashing white light display and constantly beeping due to vertical cracked lcd controller. Unable to perform the self test, active current measurement, sleep current measurement, and displacement test due to a constant blank flashing white light on the display. Swapped pcb 1 with test board and unit powered up properly. In addition, moisture damage noted at pcb 1. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. Customer stated that they found crack in case and damage occurred in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product code information provided with initial report was incorrect. The correct information has been provided in d1/d2 section of this report.